Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an open state of free flow when the IV tubing is inserted and door closed. Walkmed infusion performed further failure investigation and identified the front panel housing as the cause due to a maintenance deficiency (pump had not been returned for the recommended annual maintenance). .

Event description:
During product evaluation, walkmed infusion observed the device to have an open state of free flow. The pump was initially sent for a reported "system error 6" occurring during treatment.